Event description:
I had breast augmentation done the year prior with mentor cohesive gel implants. I was at work when my vision suddenly went out. I was diagnosed with ocular migraines. My health continued to decline. I had more testing done and was then diagnosed with sle. I have hair loss, pain in my pectoral areas, fatigue, mood swings, change in menstruation. None of this was present prior to implantation.